Manufacturer narrative:
Based on the claim against the product by the customer noting the jaws not closing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.215" x 0.115" was found to be broken off. The broken piece was not returned. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suture cut needle driver instrument's jaws does not close. The procedure was completed with no reported injury.